Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. Critical pump error (open book image) alarm was generated due to main application code crc test failure in the bootloader (code 0x0000004d) according in the error log file, suspected on hw. In further review of the formatted history file 2 days prior to the event date of 26-nov-2024, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 11/26/2024 23:33:54.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 4 alarm was found on: 11/26/2024 00:48:08.000. Pump error 20 alarm (filenumber 38 linenumber 411) was found on: 11/26/2024 00:48:08.000, 11/26/2024 02:21:20.000, 11/26/2024 18:34:08.000. Pump error 4 alarm and pump error 20 alarm (filenumber 38 linenumber 411) were confirmed according in the formatted history file, suspected on hw. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.20 mv). The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was confirmed, suspected on hw. Also, pump error 4 alarm and pump error 20 alarm (filenumber 38 linenumber 411) were confirmed according in the formatted history file, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 20, pump error 4. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Pump did not pass the self test. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1886 was requested and customer response was the device will be returned.